Event description:
It was reported that the patient went to the hospital for hyperglycemia. On (B)(6) 2018 in the early morning, the patient was experiencing elevated blood glucose levels and her husband drove her to the emergency room as she was experiencing discomfort in her legs, which she was attributed to elevated blood glucose. The blood glucose result on the hospital's meter was 350 mg/dl around 1:00 a.m. The patient's blood glucose result on her aviva combo meter was 453 mg/dl around 30 minutes prior to the hospital visit. The patient was treated with unknown insulin via IV at the hospital. The patient was released from the hospital at 5:00 a.m. With a blood glucose result of 72 mg/dl on the hospital's meter. The patient believes that the infusion device is functioning correctly, but her continuing to use expired product is what is causing her elevated blood glucose levels. The insulin cartridge expired on 01/31/2018. The suspected product is not expected to be returned for product evaluation.